Event description:
It was reported that the health care professional (hcp) requested review of a ventricular episode stored by this pacemaker system with a st jude right ventricular (rv) lead. Technical services (ts) reviewed per request. Ts advised there is noise observed on the rv lead. This noise is over-sensed and resulted in inhibition of pacing. The hcp provided the pacemaker had been reprogrammed to a fixed sensitivity. Noise was reproducible by the hcp in clinic. Ts noted the patient was not dependent and provided troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).